Event description:
Information received by medtronic indicated that the customer reported the pump's up arrow button was unresponsive. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Retainer ring = black. Pump type = ngp . Customer returned pump for an alleged keypad unresponsive/button error alarm found on 08-oct-2022. Pump received with partially working keypad. Pump passed the displacement test and self test. Buttons do not function properly. Pump was cut open to perform visual inspection and found moisture damage to pcba 1 and pcba 2. The j1 connector on pcba 1 had no moisture damage during visual inspection. Was able to download history files/ traces using thump. Pump did not pass the keypad voltage test on the up arrow button 2.6 volts, back button 1.62 volts. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked case-corner of belt clip rails, label damage(serial number label stained/fading) and corroded battery tube. Keypad unresponsive was confirmed. Moisture damage on pcba 1 and pcba 2 was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.